Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 unspecified bd pen needles were unable to deliver insulin. The following information was provided by the initial reporter: comment received via (B)(6): customer complains that the needles are great but from the piercing point of view, 10 out of 100 can be thrown away, because they do not let insulin through.

Event description:
It was reported that 10 unspecified bd pen needles were unable to deliver insulin. The following information was provided by the initial reporter: comment received via facebook: customer complains that the needles are great but from the piercing point of view, 10 out of 100 can be thrown away, because they do not let insulin through.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.